Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8782, serial# :(B)(6), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving infumorph (2,000 mcg /ml, 350 mcg/day) via an implantable pump for non-malignant pain. It was reported the patient had an infection around the pump site. There were no known issues with the pump and it was working fine. The rep reported surgical intervention occurred, but described it as "infection around the pump site". No explant dates were provided. The issue was resolved at the time of this report. The patient's status was alive - no injury. The event date was reported as (B)(6) 2019. On (B)(6) 2019, additional information was received from a manufacturer representative (rep). It was reported the pump and catheter were removed/explanted on (B)(6) 2019. The infection around the pump site began on (B)(6) 2019. The patient was given oral medication for the infection.